Manufacturer narrative:
H3: the pc2-200014 torque limiting handle has been returned and is currently being evaluated. A supplemental report will be submitted once the investigation has been completed. Possible adverse events: bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain. Intraoperative warnings: if the construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components.

Event description:
During a surgery that took place on (B)(6) 2026, the northstar torque limiting handle bound during use. The distributor representative reported that there was no backup instrument available, therefore, the surgeon had to proceed with manual tightening and could not confirm whether the final construct was tightened to the specified torque. Although no patient injury was reported, the inability to verify that the construct was tightened to the validated torque specification may compromise construct stability post-operatively. Based on this risk and the potential for patient harm, the event was determined to be reportable.

Manufacturer narrative:
Investigation conclusion: the returned pc2-200014 torque limiting handle was visually inspected to verify the failure mode described in the complaint. Examination of the instrument showed that the tab on the torque handle could not be retracted and was completely seized. It was also determined that there was evidence of impaction on the surface of the torque-limiting handle's retractable collar. As a result, the reported failure mode was confirmed during the investigation. Root cause: successful application of tensile force to the retractable collar was sufficient to release the jam. Based on the root cause analysis, it was concluded that the failure mode was likely caused by improper use of the torque-limiting handle in the field.